Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a factory reset and a switch from u-100 to u-200 insulin, the ilet user experienced aggressive insulin delivery with intermittent occlusion alerts, elevated blood glucose to 325 mg/dl for several hours, and subsequent downward trends without use of backup therapy or ketone testing. Symptoms included hyperglycemia without signs of ketoacidosis or other acute clinical effects. Outcomes included self-management at home without medical intervention or assistance. Investigation included troubleshooting and education with follow-up calls to assess glucose trends and review pump performance. Investigation of this case revealed that the cause of hyperglycemia was unclear, with user-reported occlusion alerts and a recent change to a higher concentration insulin following a device reset, but no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.